Manufacturer narrative:
Evaluation - other: the samples have been sent to the manufacturing site. A follow up report will be filed upon the completion of our investigation. A review of our complaints database reveal no other reports on this device lot number.